Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was overheating. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was overheating was confirmed. An assessment was performed and it was observed that the device failed the thermistor assessment, rotations per minute (rpm) out specification (console displayed 46000 rpm) and device was heating up. The pretest was not completed because rpm out of specification could damage the console. It was further observed that the flex circuit (thermistor) and motor were worn out, also the wire that attaches to the ID resistor was broken. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.